Event description:
On march 1, 1999 safeskin corporation was served with the following lawsuit; plantiff claims alleges the following: plantiff discovered she has developed an immediate hypersensitivity to latex in december 1997. Plantiff has developed a life threatening immediate hypersensitivity to latex.